Manufacturer narrative:
The device was inspected and tested on 1st december 2016. Within this inspection, functional testing and visual inspection was made. The result was: product in specification, no failure found. From the information reported our assumption is that the incident may be due to the pin placement or due to insufficient pin pressure. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head. As of today we have no information about any possible malfunction of the involved third party pins. A malfunction of pins if any could have contributed to the event. Customer stated another incident happened on (B)(6) 2016 with the same device (3034-00, sn (B)(4)). During reposition of the head, the 2 pin swivel moved causing two lacerations. We did not receive any information to this incident before 11/11/2016.

Event description:
Customer service was contacted on 11/11/2016. Customer states patient had doro rdl hr system applied with brainlab rdl pins for surgical case by surgical resident. During the turning of the patient from supine to prone in preparation to connect them to the trump[f] o.r table, the resident was in control of the head at all times and the locking knob was in the locked position. The resident noted the patient "to slip out" of pins leaving 2 lacerations. There were .75" and 1.5" in length and down to the skull. Both were closed with vicryl rapide. The patient had another doro rdl hr system placed and was connected to the trumpf o.r table.